Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, the tip of the lantern was accidentally kinked while being advanced into the diagnostic catheter. Therefore, the lantern was removed. The procedure was then completed using a new microcatheter and the same diagnostic catheter. There was no report of an adverse effect to the patient.